Event description:
Per oos note from biotronik representative steve myers, this lead was capped due to oversensing, and was replaced with a lumax 340 dr-t. Also removed was a kentrox sl-s 65/16, MDR 1028232-2008-01098.